Event description:
The hcp reported that after the pt went through a metal detector at the airport, the pt presented at the emergency room with "no control of legs and was out of it". The pump was interrogated and it was confirmed that the settings had not changed. The drug was aspirated from the pump and 1 ml difference than the expected volume was removed. It appears that the pt received a bolus of 1 1/3 ccs. It was recommended that the pt stay at the hosp overnight, but the pt refused and signed out e.r. "Hysterical and hostile" in 2004. The hcp instructed the pt's family member to give narcan, if necessary. The hcp performed dye and rotor studies - results are unknown. The pump was emptied completely following consultation with the follow-up hcp.